Event description:
A pump motor stall occurred at 02:53 and recovered at 11:58, while the pump was in transit to the hospital. The pump alarmed. Telemetry confirmed a pending alarm. The stall was discovered prior to timplant. The pump was implanted.

Manufacturer narrative:
.